Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a transmitter failed error. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) patient identifier - correction, age at time of event, date of birth - correction, gender - correction, weight - correction, describe event or problem - additional, device available for evaluation - additional, correction/additional information/device evaluation, device evaluated by manufacturer - additional, device manufacture date - correction, event problem and evaluation codes - additional.

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the shared log did not confirm the reported event of a transmitter failed error. The root cause was could not be determined.